Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the syringe contained foreign material.

Manufacturer narrative:
Received 3 syringe bulb samples. During the visual inspection, it was noted that there was a black spot in every sample. The foreign material was measured, and the following results were found: sample 1: foreign material = 0.0625 in (specification is loose or embedded foreign matter greater than 0.6mm2 or 1/16¿ in length is not permitted. (3 particles maximum per side or surface). Per tappi dirt estimation chart). Sample 2: foreign material = 0.0312 in (specification is loose or embedded foreign matter greater than 0.6mm2 or 1/16¿ in length is not permitted. (3 particles maximum per side or surface). Per tappi dirt estimation chart). Sample 3: foreign material = 0.0625 in (specification is loose or embedded foreign matter greater than 0.6mm2 or 1/16¿ in length is not permitted. (3 particles maximum per side or surface). Per tappi dirt estimation chart). In order to verify if the foreign material was embedded, the following task was performed: take a towel and wet it with alcohol. Wipe the barrel syringe with towel. During this task the foreign material could not be removed from the 3 samples. The foreign material is embedded. The samples were found within specification. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "irrigation syringe bulb type non sterile." (B)(4).

Event description:
It was reported that the syringe contained foreign material.